Event description:
It was reported that in the ICU, the guide wire "broke" during use. As a result, it was removed and replaced. No surgical intervention was required for removal. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). A sample will not be returned for eval.